Event description:
Dealer states it¿s pulling to the right when propelling. He states the customer just reported it but the customer thinks it¿s been this way since they got the chair. Advised customer to swap wheels side to side, check caster forks for bending, etc. Dealer is going to troubleshoot and see if he can find why this is veering. Dealer call back and cannot find out what is causing this. Sent to returns for replacement chair.